Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lithium heparinn blood collection tubes had molding defects (short shot). This event occurred 5 times. The following information was provided by the initial reporter: the customer stated ¿lips of tubes were deformed."

Event description:
It was reported the bd vacutainer® lithium heparinn blood collection tubes had molding defects (short shot). This event occurred 5 times. The following information was provided by the initial reporter: the customer stated "lips of tubes were deformed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for deformed lip with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.